Event description:
It was reported that the ilet user¿s glucose trended down before breakfast; they announced the usual meal while around 70 mg/dl and subsequently experienced hypoglycemia to 59 mg/dl, treating with oral fast-acting carbohydrates. Education was provided that meals should still be announced but hypoglycemia should be treated to a safer range before announcing to avoid a prolonged low; the event was attributed to an improper or incorrect procedure or method, and no specific device component was applicable. Symptoms included hypoglycemia with confusion/disorientation and shaking/tremors. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, consistent with user technique rather than a device malfunction, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.